Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose of 40mg/dl by the time the paramedics arrived. The customer stated that after seeing a loose battery cap message, the bolus stopped and then she had a low episode early in the morning. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming and found that the customer entered an incorrect amount of carbohydrates for 300mg/dl, and 9.7 units were delivered. The reservoir was showing the same amount of insulin as shown on the status screen. The alarm history was checked and found bolus stopped, bad battery, and low reservoir alarms. The customer mentioned having issues with scar tissue and at times finds her changing the infusion set out often to find a better site. No further information was provided.